Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 220 mg/dl. Customer's mother called earlier because the customer's pump died on her. Customer had to call in a prescription for injections. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.